Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a 58-year old female patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported that the patient¿s femoral arteries were too small to facilitate impella cp placement, so the physician inserted the cp axillary. The upper extremity, distal to the cp access site, became ischemic, so an external bypass was placed. The limb perfused well with the external bypass, and the patient remains stable.